Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps to be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the branch at the front of the fenestrated bipolar forceps was broken. It was unknown if fragments fell into patient. There was no report of patient harm due to this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 2.429mm offset at the tips. The grips were not found to have cracking damage. Additional observation(s) found unrelated to the reported complaint included: the instrument had a frayed grip cable at the idler pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument passed electrical continuity test.

Event description:
Refer to h11 for follow-up information.